Event description:
The initial event stated that during the procedure, the navistar thermocool catheter didn¿t have magnetic sign on the carto 3; it was then exchanged with another one to complete. The device was received in the lab on (B)(4) 2013. A crack in the peek housing with brown residue and a foreign material over electrode # 2 were identified. Follow-up with the customer/ affiliate confirmed that the customer was not aware of the condition of the catheter. This event is reportable because the catheter damage is not easily visible and the breach in the integrity of the catheter could potentially cause injury. The awareness date has been updated to (B)(4) 2013, reflecting the date that bwi became aware of the damage to the catheter.

Manufacturer narrative:
Product investigation is currently being conducted. Investigation conclusions will be submitted to the FDA in a supplemental report upon completion. (B)(4).

Manufacturer narrative:
(B)(4) the initial event stated that during the procedure, the navistar thermocool catheter didn¿t have magnetic sign on the carto 3; it was then exchanged with another one to complete. The device was received in the lab where a crack in the peek housing was found and brown residue and a foreign material over electrode # 2 were identified. The affiliate confirmed that they were not aware of the condition of the catheter received. It is unknown how the peek housing cracked and the origin of the residues. No sharp edges or exposed wires were observed either. The identification of the type of material was not possible, due to the quantity/mass size of the brown residues and the foreign material observed on this catheter. All the catheters are inspected for visual damages before packaging. Different online inspections are in place during manufacturing to prevent this type of damage from leaving the facility. Then per the complaint reported, the catheter was tested on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The complaint condition about the magnetic signal issue has been verified. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.